Manufacturer narrative:
Although this event is likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Gi bleeding/av ms are known potential complications associated with all patients implanted with vads. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the clinical study site that on (B)(6) 2015 the vad coordinator stated that patient reported feeling increased fatigue, shortness of breath, and lightheadedness for 3 days, with noted black stool for 1 day. Patient presented to his local emergency room as directed and was found to be profoundly anemic. Patient was stated to have been transferred to another hospital for further evaluation. It was also stated that the patient was transfused with 2 units of packed red blood cells on the evening of admission. A capsule study was performed and the results were negative. On (B)(6) 2015 it was stated that the patient issues had resolved. No additional information available.